Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with a lvad_internal_fault alarm and a pump voltage at 15.6. Patient denied knowledge of the alarms occurring. It was also noted that the patient had rescue tape on multiple areas. Log files were submitted for review. The log file captured the lvad_internal_fault alarm flag associated with an (f59) e2p_crc lvad fault flag on (B)(6) 2025 at 9:11:53. This event was associated with a loss of communication between the system controller and the left ventricular associated device (lvad). Motor function has not been affected by this event. In the case of the observed voltage, it was from the battery which carries a higher voltage than the patient cable. In this case, the battery was providing 15.6 volts and the white power lead of the patient cable would have been 14.5 volts. The system controller will prioritize sourcing power from a power source with higher voltage and this is the value that would be displayed on the monitor. The modular cable and the system controller were exchanged. It was noted post exchange that an initial lvad fault upon connection occurred but went away. The speed ramped back up to previous setting after the speed settings were manually reset as well. Log files were submitted for review post exchange. The log file captured no faults and indicated that the lvad fault had cleared.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of superficial damage was not confirmed as no product was returned. The submitted log files captured left ventricular assist device (lvad) internal fault alarms; however, the events were not correlated to an issue with the modular cable and have been addressed under the pump investigation. The log files from system controller, serial number (B)(6), were reviewed and captured the driveline being disconnected on 08aug2025. This is consistent with the reported system controller and modular cable exchange. Multiple attempts were made to obtain additional information regarding the location of the tape, return of the modular cable, additional details of the damage, and images of the damage; however, no additional information has been provided and to date, the modular cable has not been received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.